Event description:
It was reported that the patient underwent a pump explant due to infection on (B)(6) 2020. Instead of the heartmate 3, the patient was placed on a centrimag device. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate ii lvas, serial number (B)(6), could not confirm the report of a suspected thrombus. Additionally, a specific cause for the elevated ldh and driveline infection, along with correlations to the evaluation of the device cannot be conclusively determined. The pump was returned with the driveline cut approximately 1.5¿ from the pump housing. The remaining distal portion of the driveline was not returned. The sealed inflow conduit was returned attached to the inlet port; however, the flex section was cut in half prior to return. The proximal half of the flex section and the inlet tube were returned. The sealed outflow graft, with bend relief and bend relief collar, was returned attached to the outlet port. Upon disassembly of (B)(6), visual inspection of the blood-contacting surfaces revealed no evidence of developed depositions or thrombus formations. Examinations of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. The pump's bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline revealed no discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had elevated ldh (lactate dehydrogenase) and suspected pump thrombosis. It was reported that the patient was asymptomatic. A ramp echo was performed on (B)(6) 2020 there was no change in the lvidd (left ventricular internal diameter end diastole) from 8000 rpm to 10400 rpm. The study was positive. Heparin was started on (B)(6) 2020 and the inr (international normalized ratio) was therapeutic.